Event description:
Patient reported "folded", "recall", "capsular contracture, baker grade unknown. "Issues in breastfeeding" and "lump". Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade iii, pain, and 8mm nodule that is visible and palpable on physical examination. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, b7, d.6b, g2, h6.